Event description:
It was reported that during pre-testing, sterile water leaked from the balloon of the foley catheter.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used temp-sensing foley catheter with syringe. Verified material number 29030j14, batch number mykp2899, material number for catheter 119314 and manufacturing lot number ngjx4586. The second photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The rupture on catheter could be confirmed from the photos provided. This is out of specification per inspection procedure, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4586. Visual inspection noted the catheter balloon with balloon rupture (measuring 0.1430). Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure (B)(4), which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. Initial reporter facility name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, sterile water leaked from the balloon of the foley catheter.